Event description:
It was reported via medwatch report that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. At an unspecified time post-implant, the patient began experiencing issues walking inclines, no matter how small, to the point where the patient had to quit work. Prior to the watchman implant, the patient reports regularly walking trails and mountains while carrying a backpack camera weighing 50lbs without issue and inclines that the patient would regularly scale in 20-30 seconds were now taking 5 minutes. At an unspecified date, the patient walked up an incline on a street the patient regularly walked and immediately went into atrial fibrillation, had labored breathing, experienced a severe headache, and a rise in blood pressure (200/100+). The patient visited the emergency department (ed) on (B)(6) 2025 where they were admitted. A transesophageal echocardiogram (tee) was performed on 04-august-2025 which showed the 24mm watchman flx pro closure device with a 2.7mm peri-device leak localized in the posterior laa ostium. There was no evidence of device-related thrombus or pericardial effusion. The patient reports their hemoglobin level had dropped to under 13. A blood test a few days prior showed the hemoglobin level was 12.1. The patient has chronic chest pain, especially after the slightest exertion such as walking half a block. The patient reports they informed these incidences to the surgeon who performed the implant procedure. The patient reports there was no treatment plan given other than to go to the ed if they experienced atrial fibrillation. When the patient informed the physician that they had gone to the ed due to atrial fibrillation, they were told by the physician that they did not need to go every time they were in atrial fibrillation. The patient reports they have previously been in atrial fibrillation and unaware of it and it led to kidney and heart failure/near heart failure. The patient reports they are worse off after the 24mm watchman flx pro closure device implant than they were prior to the procedure and is seeking to have it removed.

Event description:
It was reported via medwatch report that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. At an unspecified time post-implant, the patient began experiencing issues walking inclines, no matter how small, to the point where the patient had to quit work. Prior to the watchman implant, the patient reports regularly walking trails and mountains while carrying a backpack camera weighing 50lbs without issue and inclines that the patient would regularly scale in 20-30 seconds were now taking 5 minutes. At an unspecified date, the patient walked up an incline on a street the patient regularly walked and immediately went into atrial fibrillation, had labored breathing, experienced a severe headache, and a rise in blood pressure (200/100+). The patient visited the emergency department (ed) on (B)(6) 2025 where they were admitted. A transesophageal echocardiogram (tee) was performed on (B)(6) 2025 which showed the 24mm watchman flx pro closure device with a 2.7mm peri-device leak localized in the posterior laa ostium. There was no evidence of device-related thrombus or pericardial effusion. The patient reports their hemoglobin level had dropped to under 13. A blood test a few days prior showed the hemoglobin level was 12.1. The patient has chronic chest pain, especially after the slightest exertion such as walking half a block. The patient reports they informed these incidences to the surgeon who performed the implant procedure. The patient reports there was no treatment plan given other than to go to the ed if they experienced atrial fibrillation. When the patient informed the physician that they had gone to the ed due to atrial fibrillation, they were told by the physician that they did not need to go every time they were in atrial fibrillation. The patient reports they have previously been in atrial fibrillation and unaware of it and it led to kidney and heart failure/near heart failure. The patient reports they are worse off after the 24mm watchman flx pro closure device implant than they were prior to the procedure and is seeking to have it removed. It was further reported by the patient that on (B)(6) 2025 their b-type natriuretic peptide (bnp) went from single digit to triple digits as it did when they went into heart and kidney failure.

Manufacturer narrative:
B5: additional information added. H6: patient code added. H10: additional medwatch report# added.